Event description:
Info rec'd indicates the head section will not go up using the electric or manual controls.

Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. The technician replaced the valve to repair the bed.